Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to power on or complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. Additionally, the cause for the inability to power up was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the damaged receptacle was excessive force. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.